Event description:
On 9/10/96, the MFR received a response to a device tracking polling letter. The response from the pt's wife started that the pt expired on 3/8/96. It add'l stated that, whether it was surgeon error or other complications, they did not feel that the device was successful. The first device was stated to have been implanted in 4/95. During the later part of 9/95, the physician informed the pt that the device needed "stripping". As a result, the pt was admitted to another facility for one day surgery. The physician stated that the top part of the device was broken so he had to put a new one in.